Event description:
It was reported that the user disconnected the ilet from the body to charge it, after which the system showed no blood glucose reading due to continuous glucose monitor (cgm) signal loss with a dexcom g7 while the devices were separated. No clinical symptoms reported. Outcomes included no clinical impact. Investigation included user troubleshooting and education. Investigation of this case revealed that the cgm signal loss resolved after the cgm reconnected, and guidance was provided to allow approximately 15 minutes for reconnection or to restart the ilet and wait 15 minutes if needed. It was concluded that the event was consistent with temporary communication loss between the ilet and the cgm that resolved with standard troubleshooting, with no device malfunction confirmed.